Manufacturer narrative:
According to event description, position of the head was not optimal for the first registration attempt. The most probably root cause is a user error: user did not follow the IFU regarding patient head positioning.

Event description:
It was reported that the surgeon was not able to perform the laser registration due to the patient head position. Finally the patient head was re-positioned and the registration was successful.